Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller had not previously reset the pump for this issue, so technical support provided pump reset information and assisted with resetting the pump. The malfunction did not recur after the reset, and the customer was advised they could continue using the pump, with instructions to call back if the issue returned.